Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a polypectomy procedure on (B)(6) 2015. According to the complainant, during the procedure, the physician noticed that the wire inside of the sheath broke. It was also reported that the snare loop failed to rotate. The procedure was completed with another rotatable snare. No damage was noted to the device prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a polypectomy procedure on (B)(6) 2015. According to the complainant, during the procedure, the physician noticed that the wire inside of the sheath broke. It was also reported that the snare loop failed to rotate. The procedure was completed with another rotatable snare. No damage was noted to the device prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the wire kinked near the distal section. Functional analysis showed that the device would not rotate after it was actuated at the fixture due to the kinked. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.